Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to bleeding lcd glass. However, pump passed operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
Customer reported via phone call that they had little spot on screen, partial display. Customer's blood glucose value was 130 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.